Event description:
It was reported that the pump software did not deliver insulin as intended. Customer's blood glucose was 80 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will c submitted.